Manufacturer narrative:
The event unit returned to applied medical for evaluation. Visual inspection confirmed that the trigger lock, a metal component located at the bottom of the trigger, was deformed. Based on the condition of the returned unit, it is likely that the reported event was caused by deformation of the trigger lock, which is used to engage and disengage the trigger from the handle. Jaws stay closed is not considered to be reportable as it is unlikely to cause or contribute to death or serious injury. Correction: updated g3 to 30jun21 to match the complaint file.

Event description:
Procedure performed: bilateral salpingectomy event description: rep was not present for the case. The surgeon closed the jaws of the device to take it out of the trocar. When it was removed they could not open the jaws, they were locked. The handle was stuck in the latched position. It is unknown if the blade lever would return. The device was used for two activations before the jaws became locked upon removal. No error codes or alarms were received from the generator. There was no patient injury as the device jaws did not lock on patient tissue. The case was completed with an new eb215 without issue. Product available for return. Additional information was received via email on 06jul2021 from account manager I applied medical: the surgeon did not try re-opening the jaw by pushing forward the blade trigger. Intervention: the case was completed with a new eb215. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: bilateral salpingectomy. Event description: rep was not present for the case. The surgeon closed the jaws of the device to take it out of the trocar. When it was removed they could not open the jaws, they were locked. The handle was stuck in the latched position. It is unknown if the blade lever would return. The device was used for two activations before the jaws became locked upon removal. No error codes or alarms were received from the generator. There was no patient injury as the device jaws did not lock on patient tissue. The case was completed with an new eb215 without issue. Product available for return. Additional information was received via email on 06jul2021 from account manager I applied medical: the surgeon did not try re-opening the jaw by pushing forward the blade trigger. Intervention: the case was completed with a new eb215. Patient status: no patient injury.